Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) reporting that the patient¿s wife indicated that their device had not worked since implant. The caller stated that the had reported that this occurred since implant, however they were not quite sure if the patient and their wife understood how to use their device and could not confirm if it did not work since implant. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that ins not working was first noticed right after surgery. The patient reported that after 6-8 weeks, tried to adjust it, the doctor surgically removed it and adjusted the position on new insertion and it still wasn¿t treating the affected area. The patient reported that 4-6 more weeks trying to adjust the unit with abysmal results. The patient reported that he couldn¿t use it because of extreme stimulation in the genital area was absolute torture. The patient reported that the issues weren¿t resolved that the equipment had been in his closet for over a year. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator (ins). Caller stated patient indicated to her that ins does not work. Caller had no other information. No symptoms were reported and no further complications were reported/anticipated.